Event description:
A malfunction was reported with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction happened again, and they acknowledged and understood these instructions.